Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The day after the catheter insertion, during the hemodialysis, air alarms went off repeatedly. It was found that the v end of the catheter has cracks on it. The catheter was pulled and replaced.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.